Manufacturer narrative:
Result: power cord plug missing ground prong. Scale display was difficult to read.

Event description:
It was reported by svc report that the power cord plug was missing the ground prong, and the scale display was difficult to read. No pt involvement or adverse consequences were reported.